Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and fluid collection.

Manufacturer narrative:
Litigation alleges patient had pain, weakness, popping/clicking, difficulty with simple living activities and increased metallic ions in bloodstream after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update4/15/2013 - ppd and medical recordsreceived. A correct dor was provided. After review of the medical record formdr reportability, the revision operative note indicated failed hip withsynovitis. The stem has already been reported on (B)(4) for thealleged high metal ions. No lab results provided at this time. There is no newadditional information that would affect the existing MDR decision.